Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient's death was not cardiac related.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead alerted for high impedance in the high voltage coil. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: boston scientific ICD implanted: 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient will be monitored via monthly remote transmissions. It was further reported there was an indication the lead started to fail; the high voltage measurement trend had been stable for approximately five weeks until there were multiple high measurements. It was determined the lead would be replaced. It was later reported the patient died before the revision was scheduled. A request for additional information was made. No other information is known at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.